Manufacturer narrative:
Continuation of d10: p product type mobile platform product ID a820. Product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (con) regarding an external device to an implantable pump infusing unknown drug for spinal pain. It was reported that the patient representative reported they were having couple of problems that started 'maybe a month ago' (B)(6) 2026, when they delivered a bolus, it took 'forever' for the bolus to actually went through. The patient representative stated 2 weeks ago (B)(6) 2026 the handset started triggering error code 156 and communication error 518. The patient said sometimes they could access the myptm (patient therapy manager), sometimes they could not and the loading screen was getting stuck at 90%. The patient representative mentioned they tried to restart the handset but that did not resolve the issue. The agent reviewed information. The agent walked the patient's representative through clearing the data. The patient representative confirmed they were able to access the myptm application without lag. Troubleshooting steps taken on the call resolved the issue. The agent I nstructed the patient representative to monitor the issue and would call back if they were still having a problem.